Manufacturer narrative:
(B)(4). Four (4) devices were received for evaluation out of pouch/prime. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The devices were functionally tested by manually attaching each to an alcohol swabbed in-house one-link device. No disconnections were observed. All (4) samples passed iso gauging and were securely attached to the one-link following the label instructions. The devices performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Four (4) samples were received for evaluation for the reported issue of clearlink system continu-flo solution sets disconnected. The customer further reported the clearlink sets disconnected from the patient¿s intravascular (IV) ports on single IV catheters, PICC (peripherally inserted central catheter) lines, and central lines. These issues were experienced during unknown process steps during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.